Manufacturer narrative:
Based on the claim against the product by the customer noting that there was a loss of video and noise coming from the vsc fan, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found an endoscopic controller (ec) breaker in off position. The isi fse flipped the breaker on to resolve the issue with a video loss. The isi fse also replaced the core fan assembly to resolve the noise issue. The system was tested and verified as ready for use. The affected part 371847-03 involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding loud noise was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause of loud noise from the vsc fan is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to video loss issue and noise coming from the vision side cart fan. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a loss of video. The intuitive tech support engineer (tse) had the caller verify that the grey-blue fiber cable was connected from the video processor (vp) to the vision side cart (vsc). All cables were connected. The isi tse reviewed the logs and found error 1102, pointing to a fan error. The caller stated that the fan was making unbearable noise. The isi tse asked the caller to remove the vsc core cover and filter. The caller stated it was already removed, and that there was something stuck in the fan preventing it from spinning. The isi tse reviewed the logs and found auxiliary video board (avp) temperature warnings, error 310 against avp1, and an error message stating that the avp3 node was not present. The isi tse also noted error 47103, which indicated no response from avp3. The isi tse had the caller remove the obstruction from the fan to see if the avp would cool down. The caller did so but the noise was still reportedly too much, and the caller felt it was unsafe to proceed with the case. The operating room staff decided to convert to a laparoscopic procedure. There were no reports of patient injury. Isi followed up with the customer and obtained the following additional information: the conversion to a laparoscopic surgical procedure did not result in the port sizes being increased. The patient tolerated the change with no injury reported.